Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to an unknown reason. . Customer's blood glucose levels at the time of hospitalization was unknown. The customer's spouse reported that the customer need assistance with the bolus wizard feature. Troubleshooting was declined due to the customer stating they already performed troubleshooting. Customer requested the insulin pump be replaced.